Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod for approximately 17 hours. The patient reported that the cannula never inserted into the skin, as it was never felt during wear. After pod removal, the cannula was visible only slightly at the top of the pod. The pink slide was reported as not visible.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.